Event description:
X-rays approximately 8 months post op revealed plate's locking mechanism had detached from the plate and that the locking mechanism had migrated in the patient. No revision is scheduled, patient condition is being monitored.